Manufacturer narrative:
According to the facility, sometime in (B)(6) 2026, there was an instance of the nail nipper falling apart. The product broke while cutting through the patients thick toenail. The provider put the nail nippers aside and grabbed a new pair. Per the facility, no injury occurred as a result of the nippers breaking. No medical intervention or follow-up care reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, sometime in (B)(6) 2026, there was an instance of the nail nipper falling apart. The product broke while cutting through the patients thick toenail.

Manufacturer narrative:
The original MDR related to this supplemental report (nail nipper (B)(6)) was filed under the incorrect manufacturing facility address and fei registration number (MDR # 3015173212-2026-00006). I new MDR was filed with the correct facility address and fei registration number, MDR #3004519921-2026-00015 and descriptive name of nail nipper (B)(6).